Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. The concentrator was returned for evaluation, and subsequent testing verified the complaint. A wire came loose from the clip on the pc board. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Fan comes on, compressor will not kick in. Per dealer, the lights do not come on.